Event description:
The patient's device has reportedly migrated to the top of the pinna which is causing severe pain and intermittent sound quality. Testing showed the device is functioning normally. Repositioning surgery has been scheduled.